Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd syringe 1ml ll had leakage. Verbatim: "the leak occurred after the medication was drawn up from the vial. The filter needle was removed from the syringe and the injection needle was attached. The leaking was where the injection needle was attached to the syringe. The complaint sample is not available. Not enough medication drawn-reached out to hcp and confirmed it was not due to not enough medication in the vial. Hcp stated it was due to the medication leaking out of the syringe after they drew it up. Customer responded on 05-may. Can you please provide an exact date of event in this format mm-dd-yyyy? 04/16/2026 describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. None any physical sample available for investigation? No.